Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the liner was disassociated from the cup. This was the second time occurred. Doi: unknown ; dor: (B)(6) 2017 ; right hip.